Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 3.50mm x 15mm fg emerge balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries reported and the patient condition was good post procedure.

Manufacturer narrative:
(B)(6).